Manufacturer narrative:
(B)(4). A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 1041 mask, medium conc, elong, adult batch number 74h1500769 & 74h1500770 were tested and no issues were found than can lead to the condition reported by the customer. The device history record was reviewed and showed that there were no issues related to this complaint neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due to the lack of sample and picture. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the tubing detached from the mask. The patient desaturated; however, once the alleged issue was detected the tubing was reconnected and the patient recovered. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing is disconnected from the mask. Based on the visual exam, the reported complaint was confirmed. All personnel from the production line have been re-trained on the assembly of the female adaptor and the tubing. In addition, more pieces will be inspected as part of the quality rounds to assure correct assembly.

Event description:
The customer alleges that the tubing detached from the mask. The patient desaturated; however, once the alleged issue was detected the tubing was reconnected and the patient recovered. No patient harm reported.